Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform occlusion test, prime or a33 test, excessive no delivery test or verify a33 alarms due to motor error alarms. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor error and no delivery alarm. Customer's blood glucose level was 153 mg/dl. The insulin pump will be returned for analysis.